Event description:
Event description guidant received information that this device was exhibiting electrogram noise and oversensing (inappropriate annotated markers) on the atrial channel. Additionally, guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model. Subsequently, the device was explanted and replaced without incident.